Manufacturer narrative:
Reporter is patient's grandparent.

Event description:
Information was received that a smiths medical tracheostomy tube "keeps breaking". No adverse patient effects were reported.